Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A manual sound test was performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that intermittent audio output occurred. On (B)(6)2023, the receiver did not alarm when the cgm value was 62 mg/dl while the low alert was set at 80 mg/dl. The patient experienced loss of consciousness. The spouse called paramedics and the blood glucose was confirmed to be low (no bg value provided). The patient was treated with an unspecified glucose solution and recovered after treatment. At the time of the report, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.